Event description:
Customer reported tubing broken off at the joint with the bottom of the cassette. The report came from (B)(6) and appears the tubing was used for tpn as evidenced by the odor. No additional info was available.

Manufacturer narrative:
MFR's report date: 11/03/2010. (B)(4). Product evaluated and the customer's experience of the tubing breaking off at the bottom of the accuslide was confirmed. The set was observed to be separated between the outlet port of the accuslide and the pvc tubing. The pvc tubing ruptured and separated. A portion of the pvc tubing remains inside the outlet port of the accuslide. The root cause of this separation was not identified and is considered to be an isolated occurrence. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.